Event description:
According to the available information, the left harpoon breaks when the line is pulled tight.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no capas that were confirmed in veeva to be associated. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Two nc's were identified as associated with this lot number; however, insufficient information was provided to determine if they are related to this complaint. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.